Manufacturer narrative:
Follow-up # 1 date of submission 09/30/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2016 with the following findings: during investigation, a review of the pump black box showed no evidence of no cartridge detected 163 warnings. The pump powered on normally with no alarms occurring. During testing, the pump rewind, load and prime steps were performed successfully. The force sensor calibration was found to be within specification. The pump was opened and there was no damage found to the force sensor components. The complaint of a load step malfunction was not duplicated during investigation. Unrelated to the complaint, a crack was observed in the battery compartment. Correction to serial #.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.